Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical properties were within specifications. Needle disassembly identified damage to the insulation layer of the heater wire, confirming the reported complaint and identifying the root cause. Review of the needle lot manufacturing records identified 4 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
During a cryoablation procedure, the patient experienced muscle stimulation during the active thaw phase. The active thaw feature (ithaw) was turned off and the muscle spasm stopped. The case was continued using passive thaw, and the case was completed with no reported injury to the patient. The defective needle will be returned to the manufacturer for investigation.